Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b3. Evaluation results: the device was not returned to zoll for evaluation. The customer's report was observed during the review of the clinical data file. CPR was initiated during the analysis phase, influencing the shock-advised outcome. No shock was delivered as the lid was closed by the clinician internally discharging the energy. The device appears to be functioning to the limitations of the technology. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while defibrilating a patient (age & gender unknown), the device issued a "shock advised" prompt before finishing ''analyzing rythm". Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.